Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to death, but it was reported that the patient passed away at home and was found at home six days prior to the receipt of this report. It was not reported if peritoneal dialysis therapy was being performed with a baxter healthcare device and/or baxter healthcare solutions prior to or at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4) additional information: the patient passed away on an unreported date. The device was not returned and the serial number of the device was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was verified that the patient had been issued a homechoice device but had not yet used it prior to death. The device is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The product code was corrected to 5c8310r (previously reported as 5c8310). The manufacturing facility information was corrected to (B)(4) facility (previously reported as (B)(4)facility). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The power on self-test and a short simulated therapy was successfully performed. One hour therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. The cause of the reported event of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.